Event description:
Caller reported an issue where the insulin pump displayed a fill estimate of 16 units, which was different from the expected 105 units. There was no adverse impact on the customer's blood glucose level. The caller was assisted by customer technical support in reloading the same cartridge and was advised to monitor the situation and follow up if needed.